Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-48142; related manufacturer reference number: 2017865-2022-48143; related manufacturer reference number: 2017865-2022-48146. It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. Corrective programming changes were made. Additionally, the patient's entire system was found to be infected, and wound dehiscence was noted at the device pocket. Blood tests were ordered and oral antibiotics were given. Surgical intervention was discussed but was not yet performed. The patient was stable throughout.

Event description:
New information received notes that an unspecified intervention was performed to resolve the event on (B)(6)2023. No additional patient consequences were reported.

Manufacturer narrative:
Additional information: b2: field should reflect additional information of intervention performed.